Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was gzf. Concomitant medical products: product ID 3389-28, serial# unknown, product type lead product ID 7489-51, serial# unknown, product type extension. (B)(4).

Event description:
Additional information stated an allergy test was performed. It was further stated the patient¿s allergy test revealed the patient had positive (allergic) reactions to benzoylperoxid, 1 ,4-butandiodiglycidylether, and p-tert-butylcatechin. It was noted the manufacturer representative was in the process of determining whether these substances were present in the system at the time of follow-up. It was reported the patient¿s explanted system would not be returned for analysis. It was noted the patient would receive a new system in the future if it was possible to attain a custom system.

Event description:
It was reported the patient ¿showed allergic reaction¿ to their implantable neurostimulator (ins) system and the ¿whole system was e xplanted¿ as a result. It was noted the patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.